Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not report effect to the patients or user attributed or connected to this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes with gel. The customer's lab has procedure to repeat all patient samples with initial accutni results of > 0.49 ng/ml. The samples are re-spun prior to the retests. The analyzer is currently performing within the qc specifications. Service was not dispatched for this event. A root cause for this event has not been determined.